Event description:
Facility having continued issues with the davinci sterile camera arm drapes-upon preparing the drape for use on the sterile field, the technician has discovered holes in the paper heat shield portion located just above the plastic scope holder piece. This has occurred in every type of packaging: 3-arm accessary kit, 4-arm accessary kit and the single camera arm drape.